Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #8 r-cem, cat#5510f802; lot#djn9r. Tri ts baseplate size 8, cat#5521-b-800; lot#dix9xa. Tri cemented stem 12mmx50mm, cat#5560-s-112; lot#0086195h. Triathlon asymmetric x3 patella, cat#5551-g-381; lot#9ha4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Dr reports patient a status post bilateral knee replacement done on (B)(6) 2019 has an infection in the right knee and would like to do a wash out and debridement and exchange the insert. The surgery was performed without incident.